Manufacturer narrative:
The axium device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post-procedure and its cause could not be conclusively determined from the reported information. Mdrs related to this event: 2029214-2016-00582, 2029214-2016-00583, 2029214-2016-00584.

Event description:
Medtronic received information that a patient experienced vessel occlusion after axium coil implantation. The patient had a ruptured, fusiform aneurysm and possible dissection of the right vertebral artery. The patient underwent flow diversion device implantation as well as coiling. There were no technical issues noted during the procedure. The physician waited until 30 minutes after implantation to take an angiography, which showed the vessel was patent. Another follow up angiography was taken 24 hours after implantation which also showed the vessel was patent. At the ten day follow up, the right was very shut down. The patient reportedly did not have any symptoms. Flow remained through posterior circulation from the left vertebral artery. It was reported that the patient was doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.